Event description:
Filter legs did not open. Device did not move upon implantation, but was partially pushed into the renal vein upon balloon manipulation. Physician had to grasp the filter legs to pull the filter back into the ivc. The lp filter was placed after a temporary filter was removed upon determination that the patient would need permanent filtration.